Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: n/a. (FDA correction/ removal reporting no): 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis experienced left sided deflation and left sided baker grade ii capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 13, 2022. The investigation of the returned device was completed by the failure analysis lab on june 15, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view measuring approximately 14.5 cm. Microscopic examination was performed on the edges of the tear and parallel striations were found in an area of the tear measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 9, 2022. The patient is caucasian. Explant was performed on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 14, 2022. Replacement with 300cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).